Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) appears stuck to the components. Based on preliminary review of the image, it appears that part of the sealant was stuck on the shuttle next to the proximal end of the advancer tube, and the sealant had some blood exposure. Hemostasis was achieved using manual compression for less than 30 minutes and the patient recovered. There was no reported patient injury. The balloon was fully deflated after shuttling down. There was no over tamping. The deployer shuttled down completely. The device was used in a diagnostic procedure using a retrograde approach. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The stick location was the common femoral artery (cfa). The device storage temperature did not exceed 25 °c. The user was trained in the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned for evaluation as it was not saved. However, a photo of the device was received. Per picture analysis, the sealant appears to be attached to the shuttle near the advancer tube. No other anomalies were noted on the picture. The reported event of ¿sealant-sealant stuck to device components was confirmed through analysis of the picture received since the sealant appeared to be stuck on the catheter. However, the exact cause of the issue experienced by the customer could not be conclusively determined during picture evaluation. Based on the limited information available for review and picture analysis, it is difficult to determine what factors may have contributed to the sealant becoming stuck to the shuttle/advancer tube. However, it is possible that the issue experienced by the customer could have been due to the sealant swelling up prematurely, which can cause issues during deployment. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to the sealant sticking to the device/advancer tube. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the picture analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) appears stuck to the components. Based on preliminary review of the image, it appears that part of the sealant was stuck on the shuttle next to the proximal end of the advancer tube, and the sealant had some blood exposure. Hemostasis was achieved using manual compression for less than 30 minutes and the patient recovered. There was no reported patient injury. The balloon was fully deflated after shuttling down. There was no over tamping. The deployer shuttled down completely. The device was used in a diagnostic procedure using a retrograde approach. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The stick location was the common femoral artery (cfa). The device storage temperature did not exceed 25 °c. The user is trained in the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation, it was not saved.

Manufacturer narrative:
The final picture analysis engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.